Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the unit was sending rbc's to the waste bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument sending red blood cells (rbc's) to the waste bag was verified during service. The issue was resolved by calibrating the optics. Preventive maintenance was performed per specifications. Medtronic received additional information that there was no damage noted in the instrument or the disposable. There was no visual, audible, or performance abnormalities. The bowl or tubing was re- seated/reinstalled/replaced and there was no change noted. The customer stated that the reservoir was almost full (since the pump was drained), holding was empty, saline was half empty (500 ml or so) and most of the reservoir volume + saline bag was going straight to the waste bag bypassing centrifugal bowl which was spinning as well. There was no error warning message that appeared. The customer could not provide the amount of patient blood loss as a result of the reported issue. There was no transfusion required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.